Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h10. Related report numbers. This is one of three manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 and investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component codes , device code and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded but punctured, 24cm in length, starting at 2.5cm from strain relief. Distal tip opened but split and torn (figure 6). Soft tip damaged observed. Scratches observed along hdpe. A hdpe piece of 3cm in length received separated from sheath shaft, and attached to the partially crimped valve frame. 3cm hdpe fragment corresponding to the damaged section of the sheath where the liner is torn. All score lines are present at intended locations. Imagery was provided from the site and revealed the following: sheath liner torn and a piece of sheath shaft (hdpe) separated and stuck within the partially crimped valve frame. Valve crimped over commander delivery system and protruding through the sheath liner inside patient's vasculature. One (1) valve frame strut bent outwards at the inflow side. Access vessel greater than 6mm. Significant calcification and mild tortuosity at the access vessel. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaints for resistance and liner puncture were confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the resistance event, while patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the liner puncture, as per provided information and evaluation of provided imagery, patient presented very calcified and a tortuous access vasculature, and difficulties were noticed when advancing the valve through the sheath. Additionally, per evaluation of returned device, there were scratches along hdpe. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches, if present, on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). The complaint distal tip split was confirmed based on evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''during the procedure, a first esheath was used but insertion was unsuccessful due to calcium and it was removed and a 7mm shockwave balloon was then utilized to facilitate vessel preparation, after which a new esheath was successfully inserted''. Per evaluation of returned device, the sheath distal tip was found to be split, soft tip was damaged, and scratches noted along hdpe. In this case, there was high calcification in the access vasculature. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Soft tip damage, tip damage and scratches on the sheath shaft can be indicative of presence of vessel calcification. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath. Device manipulation (e.g. High push force) may lead to sheath tip damage, if compounded with challenging anatomical factors. As such available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event. The complaint for system components separate during use was confirmed based on evaluation of the returned device and provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''during advancement of the commander delivery system and valve through the sheath, fluoroscopy revealed a split in the blue portion of the esheath. The delivery system and valve could neither be advanced nor retrieved. Vascular surgery was consulted for assistance with surgical removal. During the extraction of the delivery system, valve, and esheath from the femoral artery, the vessel ruptured and was perforated'' per evaluation of the returned device, there was two (2) valve struts bent outwards at the inflow side. It is possible that additional device manipulation was applied during the procedure to overcome the resistance felt. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage, contributing to separation. As such, available information suggests that procedural factors (device manipulation, interaction with valve frame bent strut) may have contributed to the complaint event. The complaint for distal tip torn was confirmed, based on evaluation of returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process leading to hdpe damage. Additionally, patient or procedural factors (e.g. Vessel calcification, tortuosity) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve within an 27mm edwards perimount surgical valve, in aortic position by right transfemoral approach. During the procedure, initial insertion of the esheath was unsuccessful due to calcium and it was removed. A 7mm shockwave balloon was then utilized to facilitate vessel preparation, after which a new esheath was successfully inserted. However, during advancement of the commander delivery system and valve through the sheath, fluoroscopy revealed a split in the blue portion of the esheath. The delivery system and valve could neither be advanced nor retrieved. Vascular surgery was consulted for assistance with surgical removal. During the extraction of the delivery system, valve, and esheath from the femoral artery, the vessel ruptured and was perforated. The intima was avulsed during removal, resulting in a massive retroperitoneal hemorrhage. Despite resuscitative efforts, the patient unfortunately passed away on the operating table. No valve was implanted in the annulus. As per medical opinion, the perceived root cause of the resistance event was vessel calcification and mild tortuosity. As per video and image provided, it appears that the delivery system and valve were protruding through sheath liner, and a piece of sheath shaft separated and stuck within the valve frame. Additionally, the valve frame was damaged.